Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a significant amount of residual fluid when infusing the "ip" (85ml of residual fluid was found in october). Typical infusion starts at 327ml/hr and programmed for total infusion volume of 720ml. Patient requests reduction of rate so it is paused for approximately a minute to reduce rate to 294ml/hr and then resumed with no other interruptions. Flush of infusion only occurs when the ip bag is finally emptied. The secondary pump side b is then started and set to perform a 20ml flush of ns at 294ml/hr. When the ip is infusing, the clinician has the secondary tubing side clamped within the pump side b, as well as with one of the clips on the line to prevent additional fluid from flowing. The medication is an investigational drug containing 360ml of drug and 360ml of diluent for a total volume of 720ml in an empty bag. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: describe event or problem, other relevant history, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a significant amount of residual fluid when infusing the "ip" (85ml of residual fluid was found in october). The medication is an investigational drug (ravulizumab) containing 360ml of drug and 360ml of diluent for a total volume of 720ml. There was a patient involvement but no harm.